Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the incident occured with a clickx pedical screw 6.2x50mm: the screw was disarticulated during surgery, and the screw remains in the patients pedicle; the head of the screw stayed on the screwdriver shaft with screw head being removed and sent for investigation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device went to product development for evaluation: damaged collet and head of pedicle screw. User technique: traces in the collet indicate that the surgeon continued to screw down the pedicle screw, when 3d-head already touched the bone. Placeholder.